Manufacturer narrative:
H4: the lot was manufactured from february 28, 2021 - march 01, 2021. H10: three (3) actual samples were received for evaluation. The other nine (9) samples were not received and therefore, could not be evaluated. Visual inspection was performed which observed loose transparent particulate matter inside the bag of 2 samples only. The reported condition was verified in 2 samples only. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) 500m eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particles. This issue was discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.